Manufacturer narrative:
Trackwise # (B)(4). Analysis of production : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis : (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual: (10/213/67) the device was returned to the factory for evaluation on 11/22/2021. An investigation was conducted on 11/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the cannula handle. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula until it snaps into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with the scope and there were no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 is sticking inside the device. They are having trouble moving it in and out when they are trying to take branches. They said lubricating the hemopro with fred seems to help but it's still very difficult to move the slider back and forth. Please know, it moves back and forth smoothly when the endoscope is not in the device but when the endoscope is in the device the hemopro jaws need excessive force by them to move the jaws in and out. They opened new device to complete the case. No injury.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.